Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. The device was attached onto the scope and there was no difficulty experienced upon setting up the device. The scope was then inserted into the patient's esophagus. After the distal most section of the varices was suctioned, the physician attempted to deploy the first band; however, the handle would not turn and the band would not deploy. The varices ruptured which caused patient bleeding. The procedure was completed with another speedband superview super 7 which resolved the bleeding. It was reported that the patient was transported to another facility for a transjugular intrahepatic portosystemic shunt (tips) procedure as the patient had a high risk of bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. The device was attached onto the scope and there was no difficulty experienced upon setting up the device. The scope was then inserted into the patient's esophagus. After the distal most section of the varices was suctioned, the physician attempted to deploy the first band; however, the handle would not turn and the band would not deploy. The varices ruptured which caused patient bleeding. The procedure was completed with another speedband superview super 7 which resolved the bleeding. It was reported that the patient was transported to another facility for a transjugular intrahepatic portosystemic shunt (tips) procedure as the patient had a high risk of bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of handle won't turn. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11 (correction): block b1, block b2, and block h1 have been corrected. Patient code e0506 (bleeding) and impact code f19 (surgical procedure) have been removed.